Manufacturer narrative:
Based on additional review the death in this case was assessed as related to head trauma sustained from a fall. Additional review noted: there is not information to suggest that the fall in this case was related to the dbs device or therapy. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient was deceased one month after this was installed. The patient fell on steps and hit his head on a concrete floor. The reporter didn't know what caused the patient to fall but had wondered if the deep brain stimulator and surgery might have been responsible. Additional information was received from the office nurse for the patient's doctor. It was additionally reported that they were only given the information that the patient had passed away. There was no allegation at the time of death of it being due to dbs devices or therapy. This reporter had no other updated information to provide. She had no idea if an autopsy was performed. Indications for use were noted as parkinson's dual and movement disorders.

Manufacturer narrative:
Regarding date of death in initial report which was noted as: (B)(6) 2014. This date is an approximation as the only information given in the source reporting was: the consumer reported that the patient was deceased one month after this was installed.